Event description:
This is a solicited report by a baxter-employed nurse from (B)(6) of bacterial peritonitis with (B)(6) and vomiting in a (B)(6) male patient coincident with extraneal viaflex and physioneal, unspecified therapies. On an unreported date, the patient began treatment with extraneal viaflex, imported stock from (B)(4) (2 liters per day, lot number not reported), physioneal (B)(4) (5 liters per day, lot number not reported), and physioneal (B)(4) (5 liters per day, lot number not reported), intraperitoneally for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by vomiting and abdominal pain. On (B)(6) 2011, the patient began a three-week course of vancomicin (500 mg/l, 4 in 4 days). On (B)(6) 2011, the peritonitis resolved. It was not reported whether the vomiting and abdominal pain resolved. It was not reported whether extraneal viaflex and physioneal were ongoing. The reporter stated that the bacterial peritonitis was not related to extraneal or physioneal therapies. A causality statement was not provided for the event of vomiting.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. The root cause is undetermined.